Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the access port kit for failure analysis evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a small white clip on the sp access port kit that attaches the bottom of the access port to the wound protector snapped. The breaking of the clip caused a rapid loss of pneumoperitoneum. The rapid loss of insufflation caused a temporary loss of vision and control of the instruments. No injury or patient harm was reported. No fragment fell in the patient. No bleeding was reported. No collisions with instrumentation occurred. The access port kit was replaced with a backup access port kit . Shortly after exchanging the access port kit, the same small white clip snapped again on the replacement. The breaking of the clip caused a rapid loss of pneumoperitoneum. The rapid loss of insufflation caused a temporary loss of vision and control of the instruments. No injury or patient harm was reported. No fragment fell in the patient. No bleeding was reported. No collisions with instrumentation occurred. The surgeon placed a large surgical clamp on the access port kit to hold the pneumoperitoneum and completed the case robotically. No photos or videos of the procedure are available for review. Both access port kits were inspected prior to use. The surgeon believes the torque/movement of the scope contributed to the small white clips breaking. This complaint captures the first access port kit that broke.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of a broken access port to be related to the customer reported complaint. The access port was found to have a broken tab. The broken tab measures approximately 2.20mm x 5.40mm. The broken tab was not returned with the access port.